Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. Upon investigation, the monitor's battery well was physically damaged, preventing the battery from making good contact and causing the intermittent inability to power on. The root cause for the damaged battery well was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it was unable to power on.